Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a notice: draining slowly message during drain 0 of 4 of treatment. The patient advised that this is the 2nd night in a row since being home from the hospital that they were in extreme pain during treatment using the 4.25% solution bag. The patient had to cancel the previous treatment. The patient began filling in fill 1 and the discomfort was growing. The patient was bypassed to fill 1 due to being empty. Upon follow up with the patient's pd registered nurse, it was reported this patient experienced severe pain during a ccpd treatment on the liberty select cycler at home. The patient's pd catheter (not a fresenius product) was found to be occluded which caused drain complications with pain during pd therapy. The patient was previously hospitalized for slow and painful drains during pd therapy and was discharged to home on (B)(6) 2022 (admission date unknown). The patient was sent to the emergency department (ed) on (B)(6) 2022 after the pd catheter could not be flushed and cleared in the outpatient clinic. The patient presented to the emergency department, successfully had the pd catheter flushed and cleared, and was released to home on the same day with no hospital admission. The patient recovered and has not had an occurrence of a catheter occlusion since this event. It was confirmed the patient's occluded pd catheter, the associated pain during drains, emergency department visit and prior hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event. Based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).